Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date between 26 aug 2023 to 26 dec 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed in an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as ¿foreign material¿ and was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, e1 (initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter phone number, and initial reporter e-mail), h3, h4, h6, and h10. H4: the lot was manufactured between december 17, 2022 - december 18, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported particulate matter. Magnified inspection was performed, and no particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.